Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hand scanner was not stay connected to the software to accept scans. A field service engineer (fse) checked the station and observed that the scanner was beeping intermittently, swapped the cable, but the issue persisted. Fse then replaced the entire scanner and verified proper functionality, tested the scanner during customer inventory and badging, and it operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hand scanner would not stay connected to the software to accept barcode scans. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hand scanner would not stay connected to the software to accept barcode scans. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.